Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that several alarms were observed on the power module. The patient cable wa exchanged but the alarms continued. A review of the log files submitted to the manufacturer showed several pump stoppages. X-ray analysis did not show any areas of damage. It was noted that the power module and epc cable were exchanged. It was also noted that the alarms did not stop when the patient was connected to a power module. The log file contained an abnormal pump stoppage while the system controller was connected to a power module, which caused multiple alarms. There was no indication that the reported issue caused or contributed to a serious injury.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted log file from the system controller in use at the time of the event; however, a specific root cause for these events could not conclusively be determined through this evaluation as the patient remains ongoing on the lvad. Low pump speed and low flow hazard alarms, as well as one motor stoppage event was captured from the submitted system controller historical log file. Based on the times tamp data within the log file, these events quickly resolved and did not reoccur. No other notable alarm events occurred throughout the log file. Based on the manufacturer's complaint history and similar reported events of low pump speed/flow hazards, elevated pump power and pi, and pump stoppage events while connected to the power module are consistent with a compromised wire within the percutaneous lead. However, a specific root cause for the events cannot be determined without a full evaluation of the device. Per the hospital¿s request, the manufacturer provided a modified power module patient cable for the patient¿s use as a temporary measure. Information regarding thorough review of a potential compromise in the percutaneous lead, complications as well as limitations of a modified patient cable was provided to the hospital. No further issues for the patient have been reported. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the device¿s approved labeling states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the pump device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
It was reported that the patient was attributing the abnormal pump stoppages to a non-grounded outlet at his home. The alarms reportedly did not reoccur after the patient was connected to another outlet. At the time of the reported event, the hospital requested the manufacturer to provide a modified power module patient cable for the patient's use.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.